Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a worldwide complaint database search was not possible as the required product code and lot number were not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was inserting the real stem in question, it got stuck at about the middle of the bone. The surgeon decided to remove the stem to prevent fracture caused by further inserting, but the stem was not removed at all, probably because it bit into the cortical bone at the distal end. After that, the surgeon reamed the distal part of the bone with a k-wire and removed the stem eventually. This event caused the delay of surgical time. The surgery was completed with over 30 minutes delay.